Event description:
The patient had two leads implanted with the same lot number. It was reported, the patient experienced chest pain, shortness of breath, arm numbness, and body shakes shortly after turning stimulation on the first time after a trial procedure. The patient was treated in the ER where an EKG, blood tests, vital signs were normal. The ER physician indicated the symptoms were caused by the scs system and removed the trial leads. The patients implanting physician indicated the patient was having a panic attack. The patient's issues of chest pain, breathing issues, arm numbness, and body shakes were resolved. Follow up information identified the patient is still experiencing intermittent chest pain that is not as severe.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.